Event description:
It was reported that while using a 2.0 swanson burr, the burr broke in the pt's finger. The surgeon tried to retrieve it for about 30 mins but was unsuccessful. FDA safety report ID# (B)(4).